Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device reached eri (elective replacement indicator) in less than four years due to the left ventricular (lv) lead's high thresholds. The lead and device were explanted and replaced. Additionally, it was reported that at the time of the left ventricular (lv) lead revision the new lv lead was at a bend in the vein so when slitting the lead pulled back which caused an increase in the lead's thresholds. The lead was removed and a different lv lead was implanted instead. No patient complications have been reported as a result of this event.